Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room with phrenic nerve stimulation. The left ventricular (lv) lead was confirmed via diagnostic imaging to be dislocated due to twiddler's syndrome resulting in low impedance and loss of capture. The lead was explanted and replaced with no adverse consequences to the patient.